Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detached. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found that the balloon was attached to the catheter however, the rx tunnel was detached from the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon detachment was not confirmed. The results of the analysis performed on the returned device found that the balloon was attached to the catheter however, the rx tunnel was detached from the catheter. The rx tunnel detached could have occurred due to the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the physical damage found. The detachment may have been caused by a mechanical failure resulting from the material being exposed to a force or load beyond its designed capacity. This stress overload can cause the material to detach, leading to the observed detachment on the returned device. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2024. During the procedure, the balloon detached from the catheter inside the scope. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detached.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2024. During the procedure, the balloon detached from the catheter inside the scope. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.